Manufacturer narrative:
Updated fields: b4, d4 (model#), g3, g4, g7, h2, h6 (type of investigation, component codes, health effect - impact codes), h10, h11. Corrected fields: h4, h6 (health effect - clinical code, medical device - problem code). Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period jan 2020 through dec 2020 was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced motor control board. Performed full calibration. Unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test fails # 50 (motor speed out of specification). There was no patient involvement, and no adverse event reported.